Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The insulin pump was buzzing, vibrating, she tried to press the button to stop, but there were not responding. The customer took out the battery and when she inserted a new battery and the screen remained black. The customer reported crack from top to bottom of the battery compartment. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, keypad unresponsive and cosmetic damage located a crack on the battery compartment found on 14-jan-2022. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. All buttons function properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing or were found in the history files on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces on event date. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, cracked case, battery tube threads - cracked, cracked case (battery tube), label damage(end cap address label peeling/fading), corroded battery tube, moisture damage. Also, keypad had moisture damage noted. In summary, blank display and unresponsive keypad was not confirmed., however, cosmetic damage was confirmed cracked case (battery tube). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.